Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a slice on the cable and faulty charged coupled device (ccd). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that while reprocessing the hd camera head before a diagnostic procedure, it was discovered an image did not appear and showing a blank screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following field: h6. Corrected fields: d4, h4. The evaluation found that the allegation of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed due to a faulty charged-coupled device. Olympus will continue to monitor the field performance of this device.